Manufacturer narrative:
(B)(4). Date sent: 04/09/2020. D4: batch # t5ct26. Device analysis: the analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge loaded on the device. The device was then tested with test reloads for functionality in the three (green - gold - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. The event described could not be confirmed as no malformed staples were observed, the device opened and closed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5ct26. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per video and photographic evaluation: 1 video and 1 photo were received. The video shows at the 00:01 mark a part of the device introduced into tissue, at the 00:56 mark the device was removed. At the 01:20 mark this point the video ends. The photo shows a tissue outside of the patient, the staple line can be see with malformed staple. Based on the photo and video reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported experienced smooth firing using a re-used / re-sterilized ntlc75 but the cartridge reload half stuck in the bowel after opening the ntlc75 and separating into 2 half. The staple formation was not proper. Hence, a new sterile ntlc75 was opened, and two reloads were stapled across the malformed staple part. No patient harm was reported, patient was fine during operation. Procedure: hemicolectomy.